Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified shunt veined. On the third inflation, the f/g sterling otw 5.0 x 60/80 (4f) balloon ruptured at 14 atmospheres. The pressures reached on the first and second inflation are unknown. The procedure was completed with another of the same device. The patient's status is good with no complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.